Manufacturer narrative:
Axsym valproic acid assay list#: 7a71-20 lot#: 65456q100 exp. Date: 11/17/2009. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott axsym system, (B)(4). It was determined that the investigation should be performed on brand name axsym valproic acid reagent, (B)(4). Analytical testing will not be required, as a review of quality data will be sufficient to determine whether a product deficiency exists. A non-statistical trend was not identified. Complaint activity was normal for the issue under investigation, therefore, acceptance criteria was met. Based on the results of this investigation, the axsym valproic acid assay is performing as intended and no additional product issues were identified. No further investigation is required. The alleged deficiency does not appear to be caused by a shift in product performance that would warrant additional product information distribution. Consequently, neither a corrective/preventive action nor additional investigation is warranted at this time. Instead, to assist this customer, reinforcement of the specimen collection and preparation for analysis section of the axsym valproic acid package insert will be provided in the reply to complainant. This is a final report.

Event description:
The customer states that one patient sample generated an initial axsym valproic acid assay result of 0.5 ug/ml. This result was reported from the lab. The sample was retested and generated results of 51.0 and 52.0 ug/ml. There is no impact to patient management reported.